Event description:
Pt had ebi cold pack on rt knee. Pack bubbled out over lateral side of rt knee. Reddened area 8cm by 10cm. Pt has decreased movement in rt foot. Pt did have an anterior cruciate ligament repair on 6-4-98.